Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00063. This report is being submitted as additional information. Approximate age of device - 1 year. Manufacturer's investigation conclusion: although the reported pump stop event was confirmed via the submitted log file, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log file captured one pump stop event on (B)(6) 2017 at 2:26 pm. Each of the events occurred while the system was operating on the power module. The submitted log file contained data from (B)(6) 2017 to (B)(6) 2017. Analysis of the log file captured a pump stop event on (B)(6) 2017 at 2:26 pm while the patient was supported by the power module. The pump appeared to function as intended before and after the pump stoppages. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2017 and approximately 17" segment of driveline replaced by technical services was returned for evaluation. The silicone jacket, bionate, and metal braided shield demonstrated normal wear for their duration of use. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on the heartmate ii. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that power cable disconnects and a pump stoppage occurred. The patient was asymptomatic. A log file was reviewed by the technical service representative and 1 pump stoppage event was confirmed. Provided x-rays showed an area of concern near the exit site. On (B)(6) 2017, the technical service representative was on site for a percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. On (B)(6) 2017 additional pump stoppages occurred, and were confirmed via log file analysis. An ungrounded patient cable was requested and shipped to the customer. No additional information was provided. Additional information: additional information was received on (B)(6) 2018 indicating that the patient was discharged on an ungrounded cable, as he was not a good surgical candidate at the moment. No alarms reported since discharge.